Manufacturer narrative:
Analysis confirmed the reported issue; both output connectors were broken. The lower case was broken. The hanger assembly, hanger screw, and hanger o-ring were missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.